Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a frayed snake wrist cable at the distal end. The cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did exhibit damage that would have contributed to the cable breaking. The main tube was dislodged. Additional observation(s) related to customer reported complaint: the instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. The event caused partially or wholly by the user of the device including sample handling. The probable root cause of the frayed snake wrist cable is attributed to external collisions, during transport/storage, during use, or during reprocessing. The probable root cause of the dislodged main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, the wires/cords of vessel sealer instrument were noted to be sticking out of articulating tip. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.